Manufacturer narrative:
Little info is known at this time. If additional info is reported, this complaint file shall be updated. As this time no connection can be made between the reported event and any shortcoming of the device. Device is approved for single level insertion between l4-s1. Implantation of the device at l3/l4, and implanting more than one device goes against the recommendations made in the surgical technique. The instructions for use (IFU) supplied with each device as well as the info presented at the time of surgeon training.

Event description:
Depuy spine legal dept was made aware of legal action being taken by a charite artificial disc pt. Pt was implanted with two charite disc in 2006 at spinal locations l3/4 and l4/5. Pt reported having pain. X-rays taken confirmed migration. Another surgeon revised the case removing the charite disc. Pt continues to have significant pain.